Event description:
Prior to this incident, the ventilator circuitry had just been changed. The sterile water bag had just been spiked to fill the heater/humidifier water chamber. The float in the water, which controls the water level was stuck. This caused the water to fill the water chamber and flow up into the circuit to the patient, causing the patient to desaturate, and become bradycardiac and cyanotic. The patient was immediately taken off the ventilator and manually ventilated until full recovery, and the water chamber was replaced. Two days later, the malfunctioning equipment was reported. The quality team is following up, and they have reported the incident to the manufacturer. According to our respiratory therapy department, this type of failure is not easily identifiable until the sterile water is added to the circuits, which generally occurs after the patient is on the ventilator. Additionally, depending upon the speed and nature of the defect, it may take anywhere from seconds to hours for the water to fill the heater chamber to a level that will direct water toward the patient.